Event description:
On [date redacted] the ups battery failed on the immunohistochemistry (ihc) stainers causing disruption in power and 60 patient slides to fail. The faulty battery backup was removed by biomed and the failed slides had to be re-run causing delay in results. No patient harm.